Manufacturer narrative:
The investigation for the reported vascular damage has been completed. The device nor sufficient clinical information was returned for evaluation. The root cause of the vascular damage gi bleed and its relation to impella were not determined since product was not returned and there is a lack of clinical details. The instructions for use for impella cp with smart assist system in section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ added- d6a/d6b d4-updated model number.

Event description:
The user facility reported an 72 year-old female with cardiomyopathy was implanted with an impella cp device for mechanical circulatory support after ventricular tachycardia arrest. The patient had a gastrointestinal bleed. The medical staff stopped administering heparin and started administering protonix. The patient¿s hemoglobin continued to drop and one unit of packed red blood cells was given to the patient. The patient continued support.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.